Event description:
Philips received a complaint on the intellivue multi measurement server x2 sn (B)(6) indicating that the device speakers were broken. The customer did not provide any additional details. Lack of audio could not be confirmed. A service quote was sent to the customer. It was reported as unknown if the device was in clinical use at the time of the reported issue. There was no report of an adverse event.

Manufacturer narrative:
There was no functional testing performed and the reported issue was not confirmed.the engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer did not take any action on the service quote that had been provided. Attempts were made to obtain additional information. The customer did not provide any additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text: a service quote was sent to the customer without response.

Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
It was reported that the intellivue multi measurement server x2 loudspeakers are broken. A philips response service engineer (rse) spoke to the customer. The engineer determined that the issue was associated with a faulty speaker assembly. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.